Manufacturer narrative:
(B) (4).

Event description:
The pump flipped and was externally manipulated back into the correct position. This was an ongoing problem. A f/u report will be submitted if add'l info becomes available.